Event description:
It was reported that when using the pyxis medstation es system, the drawer was not recognized on the bus and was unable to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a pocket failure. A field service engineer receded board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.